Event description:
During the scs trial procedure the lead exhibited invalid impedance values intra-operative. The physician decided to use a different lead. Valid impedance values were observed with the replacement. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.